Event description:
Procedure type: sympathectomy. According to the reporter: after the surgery, it was noted that a fragment, on the left side of thoracoport, was missing. The dimension of fragment was approximately 1cm x 4mm (1/2mm depth) thickness. An ultrasound scan was performed on the patient closed to the surgery area. No additional information available at this time.